Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. During secondary review it was determined this event was reported under g8 number 1721504-2026-00833 where the manufacturer number and name was inadvertently reported incorrectly. This report with g8 number is the correct report for the endomaxx stent as it is manufactured in houston, texas. We will send a cancellation for the other report indicating this one is correct. An evaluation was done, which only included an evaluation of the photos received from the customer since no physical product was returned. Per the photos, the stent looks to have blood and darker tissue growth on both ends. One of the flared ends seems to be broken and missing its suture and the previously mentioned suture thread along with some loose pieces of the stent cover and scaffolding. No more information can be gathered to determine the root cause for this incident. Thus, while the stent can be observed to be broken, this complaint cannot be confirmed since there was no product returned to conduct a thorough evaluation. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that an esophageal stent was implanted and during the scheduled removal, the stent broke apart while inside the patient, resulting in emergency surgery for removal. The stent pieces were retrieved, and the patient was sent to ICU, and has been discharged home.